Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the iliofemoral vein, the pta balloon allegedly ruptured inside a wall stent after multiple inflation attempts. It was further reported that the balloon allegedly detached on one side of the balloon as soon as the rupture occurred. The health care provider removed the balloon in its entirety through the sheath without difficulty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: h6 (device code- removed 2907 added 1069).

Event description:
It was reported that during an angioplasty procedure in the iliofemoral vein, the pta balloon allegedly ruptured inside a wall stent after multiple inflation attempts. It was further reported that the balloon allegedly detached on one side of the balloon as soon as the rupture occurred. The health care provider removed the balloon in its entirety through the sheath without difficulty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.